Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as 3007963827-2019-00297.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as 3007963827-2019-00297.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown tibial component, catalog # unknown, lot # unknown; unknown articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-04176, 0001825034-2019-04177. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.